Event description:
It has been identified that this record, mrn 9617229-2026-06764, is a duplicate of mrn 9617229-2025-17702 & mrn 9617229-2025-17520. Please see mrn 9617229-2025-17702 & mrn 9617229-2025-17520 for reportable events.

Manufacturer narrative:
Clarification to h10 related report numbers: it has been identified that this record, mrn 9617229-2026-06764, is a duplicate of mrn 9617229-2025-17702 & mrn 9617229-2025-17520. Please see mrn 9617229-2025-17702 & mrn 9617229-2025-17520 for reportable events.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Sales representative reported "capsular contracture baker grade unknown". This record is for an unknown side. The device remains implanted.